Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which a promus stent was deployed. On and unknown date the patient experienced a stroke and was left with sensory, left cranial nerves/face deficits. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: on (B)(6) 2010, a 2.5 x 12 mm promus stent was implanted in a 95% stenosis in the distal right coronary artery. The stroke occurred in (B)(6) 2011. The patient presented with dizziness and loss of vision in the left eye. The patient was found to have a high grade stenosis of the right carotid artery and was later treated with carotid endarectomy. No residual deficits are documented. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident (stroke) is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.